Manufacturer narrative:
Na.

Event description:
The customer complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The customer stated that there were diagonal lines in the results field of the display. The customer performed a display check and verified missing segments in the results field. There was no allegation of an adverse event. There was no misinterpretation of the results. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The functionality of the display was tested. Failure analysis indicated that the meter liquid crystal display (lcd) has multiple cracks running through the middle causing the display issue. Compression/gouge markings were found on the housing above the affected area. Due to the condition of the returned meter, it was concluded that the damage did not originate from the manufacturing process, and was a result of customer mishandling.